Event description:
Siemens was notified on (B)(4) 2012 that unwanted linac bed movement occurred during treatment of a pt. Reportedly, the pt's breast was the area of treatment. The fields were loaded in a sequence, and the bed moved between two medial tangential beams. The bed movement was interrupted by the user discontinuing the treatment. The inferior bed movement was measured to be 27cm in this instance. However, it was observed that such occurrences seem to be random. The bed coordinates changes to 0,0,0 between two identical beams, the only difference being the changing of beam energy from 6 to 15 mv. The reported issue occurred in south africa.

Manufacturer narrative:
Investigation of the system log files associated with the reported issue showed that the user overrode the sequence for bed positioning for treatment. According to the override concept for the referenced software system, in-tolerance table shifts are applied to all selected beams in auto sequence. Field 2 was sent to the control console with overridden lateral and vertical table parameters and unchanged longitudinal. Out-of-tolerance table shifts are applied to all consecutive beams in the treatment sequence only if the user accepts it in the appropriate dialog window by clicking on the 'yes' button. This dialog always appears after the user accepts the overrides. If the user selects 'no' in this dialog, the overridden table value (s) will be applied to the current beam only. From (B)(4) point of view, there is no wrong system behavior in the logs. The observed behavior of the system is consistent with the override concept. (B)(6).